Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
The customer reported that one week after implantation, the PICC line was found to be leaking when it was flushed. On inspection, it was found to have a split at the hub. The line was removed, but it is unknown whether another line was placed. No part of the device remained inside the patient, and there were no injuries.